Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and clonidine (concentrations and doses unknown by the reporter) via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2014, it was reported the patient's pump would run dry, because the healthcare provider (hcp) had stopped refilling the pump. The last refill was (B)(6) 2014. The next refill was (B)(6) 2014. The patient did not use the ptm (personal therapy manager) often for a bolus anymore because she did not have an hcp to refill the pump. There was no code on the ptm screen. The patient was nervous now that she found out the hcp was not refilling pumps and she had to find a new hcp. On (B)(6) 2014, it was reported that the patient was now seeing an 8286 (empty reservoir) error code on the ptm. The patient had been in bad pain all day and didn't feel particularly well. She had an appointment scheduled on the (B)(6). On 2014, the patient reported that her "pump almost ran dry but that was taken care of." Per the patient, the pump was refilled "last friday."